Event description:
During product servicing by a service technician, a flogard infusion pump was found to have a damaged door latch. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed and found the door latch to be damaged. The cause of the reported issue was determined to be mishandling of the device. To correct the condition, the door latch was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.